Event description:
It was reported that at the end of (B)(6) 2013 the patient had been given a whole head MRI in ¿the middle of the night¿ while the patient was in the emergency room (ER). The patient was unsure if they had followed the provided guidelines. Patient¿s whole head was in the MRI. It was noted that since the MRI the patient had had several issues take place. The patient had seen an error code on his recharger but they were unsure what the code was because it had stopped displaying. The patient was having ¿programming issues.¿ it was noted that patient had stimulation in the wrong location, his chest and legs. The patient was also having problems with his left leg and could not feel it which was why he was in a wheelchair. It was further noted that the patient would be seeing the healthcare professional and manufacturing representative on thursday following this report. Patient had his implantable neurostimulator (ins) in his left buttock and leads were inserted into his c1 and c2 for his arms. It was later reported that there was an overstimulation sensation on right side arm. It was noted that the patient met with the rep on (B)(6) and left side arm was getting good benefit but right side the patient experienced shocking/jolting sensation even with minimal amplitude. Patient had a thoracic/lumbar injury which may have occurred after the MRI and was most likely not related but could not rule it out either. The patient was in good shape prior to the MRI, was running for an activity and was in a wheelchair yesterday at the doctor¿s office. The patient was scanned head to lumbar via a cage type apparatus. The patient needed the MRI due to vertigo issues he was having. Patient had stimulation sensation through entire body after MRI performed but was unsure if the patient felt anything during the scan. Patient was charging more than expected since the MRI. Also since the MRI patient had problems communicating with the ins. Patient was going to get an x-ray for lead migration. Additional information received reported that the manufacturing representative had done an impedance check and it was fine, no issues. Reprogramming was not able to get right arm like previously but the left was ok. The patient was getting a shocking sensation in the back of his neck when the stimulation was turned up. Additional information received reported the issue was still going on and the representative was going to see the doctor on the day of this report, (B)(6) and follow up on the x-ray the patient was going to have. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 37752, serial# (B)(4), product type recharger; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event was an MRI. It was noted, the patient had neurologic deficits to their lower extremities. It was further noted, the patient had cervical lead placement. It was noted that it was unknown if the patient was hospitalized and the patient outcome was serious injury or illness that was ongoing. Additional information received reported the patient's device was explanted. It was noted the patient's healthcare professional wanted to do an MRI.